Manufacturer narrative:
The complaint investigation for false positive architect total -hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review for the complaint lot. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history record review did not identify any non-conformances or deviations associated with lot 78462ud00 and the complaint issue. The overall performance of architect total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 78462ud00 are within established limits and comparable to the historical lot performance. Labeling was reviewed and was found to address the customer reported issue. Based on our investigation, no systemic issue or deficiency with the architect total -hcg reagent, lot 78462ud00 was identified.

Event description:
The customer observed false positive architect total b-hcg results for a 30-year-old female patient. The following data was provided: sid (B)(6) ((B)(6) 2025) 128.58 miu/ml, repeated ((B)(6) 2025) <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1 patient identifier: sid (B)(6). All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false positive architect total b-hcg results for a 30-year-old female patient. The following data was provided: sid (B)(6), (B)(6) 2025) 128.58 miu/ml, repeated (B)(6) 2025) <1.20 miu/ml. No impact to patient management was reported.